Manufacturer narrative:
The received device was observed to have corrosion present internally. Inspection of the soft cannula observed a tear which resulted in fluid leaking and the alarm to be generated. The cause of the reported event was due to a damaged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients pod was not properly delivering insulin causing high blood glucose levels in patient.the received device was observed to have corrosion present internally. Inspection of the soft cannula observed a tear which resulted in fluid leaking and the alarm to be generated. The cause of the reported event was due to a damaged cannula.